Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia while traveling and suspected the pump was not working properly, with a highest reported blood glucose of about 320 mg/dl and continued elevated readings for about two hours; the user later performed a fingerstick of 223 mg/dl and proceeded with an infusion set change to a teflon 6 mm set, with the removed cannula appearing straight and insulin delivery resumed. Symptoms included feeling unwell without serious sequelae. Outcomes included no use of backup therapy, no ketone testing, and no medical intervention or hospitalization. Investigation included guided troubleshooting over the phone and inspection of the removed infusion set by the user for a bent or kinked cannula. Investigation of this case revealed no observable set occlusion or cannula deformation and no device alarms. It was concluded that the event was hyperglycemia with an unclear cause and that the device function could not be confirmed as contributory. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.